Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020 at 10 pm with blood glucose value 470 mg/dl. Customer was also stated they were hospitalized on (B)(6) 2020 and (B)(6) 2020. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip, fluids and insulin pump. Customer alleged insulin pump was under delivering because blood glucose wouldn¿t came down. The device will be returned for analysis.